Event description:
It was reported that a dexcom g7 sensor failed to pair with the ilet, generated a pairing failed alert, and then produced a replace sensor alert; the user subsequently replaced the sensor and successfully initiated warmup, with blood glucose display expected after warmup. Symptoms included no reported adverse physiological effects. Outcomes included no impact to blood glucose control and no medical intervention. Investigation included troubleshooting and user education for sensor replacement and pairing. Investigation of this case revealed that replacement of the sensor and re-pairing addressed the pairing failure. It was concluded that the issue was limited to sensor pairing to the ilet and resolved with sensor replacement and standard setup steps.